Event description:
A malfunction alarm occurred, identified as malfunction code 24, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.